Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was given medication to treat mild pain at the clik anchor site where patient had a sudden flexion. The physician assessed that the event was related to the device.